Manufacturer narrative:
Analysis of the tined lead found no anomaly. Analysis of the percutaneous extension found the #0 connector was twisted in the molded rubber at the distal end. Eval code method: eval code conclusion: pertains to the lead. Pertains to the percutaneous extension.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t9eh, product type: lead; product ID neu_stylet_acc, lot# unknown, product type: accessory; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_stylet_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer, via the manufacturer representative, reported that during the procedure, the patient responded successfully after the test with the needle. Upon testing "many times" with the tined lead, the patient did not show "anything" in regards to a sensory and motor response. The lead was repositioned, patient cables were changed, and new batteries were tried in the external neurostimulator. Everything was connected properly so the physician suggested the lead could be damaged. As a result, a new lead was implanted and the patient showed responses. The issue was resolved and the patient was doing "really well" during the trial. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.